Manufacturer narrative:
Additional lot # tp16205.

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who took super poligrip (formulation unk) cream over a period of 20 years as a denture adhesive. The pt's past medical history included facial basal cell carcinoma and knee problems. Concurrent medical conditions included chronic kidney disease, hypertension, and osteoarthritis. Co-suspect medication included poligrip and fixodent. On an unk date, the pt started super poligrip two to three times per day. At an unk time after starting super poligrip, the pt experienced neuropathy, myelopathy, bone marrow disorder, zinc poisoning, idiopathic peripheral neuropathy, and copper deficiency. The pt was hospitalized. At the time of reporting, the outcome of the events was unk. The following info was obtained from emails from the pt's attorney. The pt had been using super poligrip denture adhesive cream for the past 20 years, twice daily. Prior to the (B)(6) of 2009, the pt was in good health. Now she could not walk or drive. Because of vision problems, the pt was initially diagnosed with having some type of bone marrow cancer. Later in (B)(6) 2010, the pt was informed that she did not have bone marrow cancer, but was suffering from zinc poisoning that was probably due to her use of denture adhesive for the last 20 years. The following info was obtained from medical records. On (B)(6) 2009, it was noted that the pt had been hospitalized due to probable acute renal failure secondary to recent acute oral herpetic stomatitis with treatment with acyclovir. The only other major problem at that time was the pt's idiopathic peripheral neuropathy. On (B)(6) 2010, the pt was referred to neurology for evaluation of unsteady gait. The pt was diagnosed with a myelodysplastic syndrome in (B)(6) 2009. She was started on cyclosporin in (B)(6) 2009, but this was discontinued in october because of neurological symptoms. The neurological problem had progressed since the cyclosporin was discontinued. About the time of the hematologic problem onset, the pt developed a tingling of the fingertips of both hands. It felt like the ends of her fingers were sandpaper or felt rough. In the past four or five months, she had trouble with coordination of the upper limbs, was unable to write any longer, and had a very hard time gripping things. In (B)(6) 2009, her legs began to get weak and she reported losing all balance and coordination. Three weeks ago, she was able to walk around the house with a walker. She fell several times and her tailbone hurt. Since that time, she had been unable to walk, even with a walker. She felt like she had a stroke. There was a slight sense of numbness in the legs with sometimes hot and cold sensations. She experienced sharp shooting pain down the legs and hands about four times a day.